Event description:
While tpn running, pt's husband noticed the tubing on the needle 20g, 3/4" was split. Rptr states below connector site, tubing was cracked and split. Pt denies forcing anything into site or hitting connector. Pt's husband attempted to flush site after noticing crack. Saline went all over the place. Nurse was called, she reaccessed pt without difficulty.